Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during device changeout for eri (elective replacement indicator), upon disconnection from the device, the lv (left ventricular) lead was noted to have a small insulation breach. The physician repaired the lv lead and it remains in use. No patient complications have been reported as a result of this event.